Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 3/15/16, the reporter contacted animas and alleged that on (B)(6) 2016, the patient loss consciousness due to low blood glucose and emergency medical services had to be called. The reporter was unwilling to troubleshoot. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause/contributor.